Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø10x170mm x 125° was alleged of issue implant lag screw migration could not be confirmed, since the product was not returned for evaluation and no other evidences were provided. The review of the complaint history revealed the occurrence threshold being within estimated calculation. A physical examination could not be carried out as the device was not returned for evaluation. No deviations were found during review of the manufacturing and inspection documents (DHR). The device was documented as faultless prior to distribution. According to additional information received the lag screw was moved and penetrated the front of the femoral head so the surgeon decided to remove the nail system. Breakage of nail however was not reported. A review of the labelling indicated that it is strongly recommended to place the lag screw in the central position of the femoral head in the lateral view. The one shot device is recommended for establishing whether the lag screw is in the optimum position. In a case where compression is to be applied, a shorter lag screw length should be chosen to avoid the excessive lateral lag screw protrusion. It is also strongly recommended to place the lag screw at the end of pre-drilled hole in order to provide maximal resistance against cut-out. Never turn the lag screw counter¬clockwise after the final position is reached, because otherwise the lag screw may lose full bony surface contact to its tip. Push the set screw driver down until you are sure that the set screw engages the corresponding thread in the nail. To verify the correct position of the set screw, try to turn the lag screwdriver gently clockwise and counterclockwise. If it is not possible to turn the lag screwdriver, the set screw is engaged in one of the grooves. If the lag screw driver still moves, re correct the handle position and tighten the set screw again until it engages in one of the four grooves. The self-retaining set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw. This prevents both rotation and complete migration of the lag screw but allows sliding of the lag screw laterally. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As neither the item nor further information such as x-rays were provided, the reported event could not be confirmed. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Implanted the gamma nail on (B)(6) 2017. It was confirmed lag screw want trough the capital. It will removed all by surgical procedure on (B)(6) 2017 as plan.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Implanted the gamma nail on (B)(6) 2017. It was confirmed lag screw want trough the capital. It will removed all by surgical procedure on (B)(6) 2017 as plan.